Manufacturer narrative:
The report stated the negative anti-hbc result was on (B)(6) 2019 but the correct date was (B)(6) 2019. Ticket searches determined that there is a normal complaint activity for the complaint lot. The tracking and trending report review determined that there are no related adverse trends. A review of labeling concluded that the issue is sufficiently addressed. The performance of the complaint lot was investigated by completing a review in the corrective and preventative action system with no non-conformances or deviations associated with the complaint issue identified. No customer returns were available for evaluation. A retained kit of reagent lot 01746be00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 7p87, that has a similar us product distributed in the us, list 7p84. Patient identifier does not contain enough spaces, the entire ID is 109061908037. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false negative alinity I anti-hbc (0.00 s/co) on 16jun2019 with sample ID 109061908037 on a patient who tested alinity I anti-hbc reactive (5.33, 5.52 s/co) on 09sep2019 and repeated reactive (5.42 s/co) on 14oct2019 with sample ID 109090908037. The patient was not vaccinated and tested anti-hbs positive. No impact to patient management was reported. No specific patient information was provided.